Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mmol/l to mg/dl. Customer reported dosing with insulin based on readings obtained in the incorrect unit of measurement, and then feeling lightheaded. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the letter.